Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported a mistyping of two donor samples and one patient sample on tango optimo. The two donor units were labelled as a pos, but tango optimo called one sample o neg and the second one a neg. The patient sample was b pos, but the instrument typed it as b neg. The customer suspected the bromelin to be the cause for the false negative results. The customer assumed that the bromelin solution was filled in bottles that might not have been cleaned as thoroughly as usual. The customer reported that the issue was resolved after she had cleaned the bromelin bottles and made fresh bromelin solutions. The customer returned the supposedly defective product, but not the donor respectively patient samples which had caused false negative test results. Our quality control laboratory prepared the ready to use solution of the provided bromelin and tested it on tango optimo. Different donor samples were tested on the erytype configurations erytype s abd+rev.a1, b, erytype rhd confirm, erytype s abo confirm and erytype s rh+k type. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of bromelin for erytype functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.